Manufacturer narrative:
The reported increase in pump power, reduction in pump speed and pump stoppage was confirmed based on the information contained in the submitted system controller log file. A specific cause for these events captured could not be conclusively determined through the log file evaluation; however, following these events captured on (B)(6) 2016, the pump speed immediately recovered and the pump parameters returned to their baseline levels. A correlation between the device and the reported increase in the patient's lactate dehydrogenase level could not be conclusively determined. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 4 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the pump powers were slightly elevated on (B)(6) 2016 in the early morning. At approximately 8:30 am, the pump power peaked at 17.1 watts and was accompanied by a decrease in pump speed to 5810 rpms, followed by a pump off captured in the history. It was unknown if an alarm occurred at the time of the event. It was reported that the patient's lactate dehydrogenase level had increased from 254 u/l on (B)(6) 2016 to 566 u/l on (B)(6) 2016 and 745 u/l on (B)(6) 2016. The patient was on a heparin infusion and coumadin with an inr of 1.01 and bivalirudin was added on (B)(6) 2016. An evaluation for heparin-induced thrombocytopenia is underway. On (B)(6) 2016, the pump powers reportedly remained elevated. On (B)(6) 2016, the patient was on coumadin with an inr of 3.91 and the bivalirudin was discontinued. The patient is currently stable and awaiting transfer to a rehabilitation center. No additional information was provided.